Manufacturer narrative:
Approximate age of device- 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in cardiac arrest/coded and passed away due to a pulmonary embolism. The cardiac arrest was diagnosed as the cause of the pulmonary embolism. There was a low flow alarm due to the patient's cardiac arrest.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, and the reported events could not conclusively be established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation. The hmii lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system; however, the account reported that the device operated as expected. The IFU explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. The IFU contains information regarding the recommended anticoagulation therapy and inr range and notes that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. This document addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was received which indicated that there was no confirmed diagnosis of pulmonary embolism, it was only a clinical suspicion.